Event description:
The customer reported that the left monitor failed to provide the live fluoroscopic image. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The issue could not be duplicated. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.